Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery level dropped from 2.51 v to 2.43 v in two weeks. The patient indicated the battery was supposed to last 5-7 years, but only lasted two. The patient further indicated the battery voltage dropped an additional 0.01 v each day. Additional follow up is being performed. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)